Event description:
It was reported that the tip of the instrument was broken off during surgery. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the upper and lower jaw is broken off from the center of the pivot pin forward; the pin and the broken off portion of the lower shaft are missing and were not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.